Event description:
It was reported that this insertable cardiac monitor (icm) was repositioned during the initial implant procedure looking for optimal numbers. The r wave sensing was low and also over and undersensing were recorded. After repositioning deeper, numbers were still not optimal. The sales representative mentioned that the body habitus from the patient and a possible implant position contributed to this measurements. A repositioning procedure for the icm was considered. The device continued showing poor signal quality. At this time the icm has been explanted and a new icm implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.